Event description:
It was reported that the device would not power up. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with an estimate for the device repair. The customer later confirmed that they will not be repairing the failed device, as they have leased another unit. No evaluation will be performed by physio-control. The root cause of the reported failure cannot be determined.